Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the top half of the ilet screen was nonresponsive to touch, preventing navigation beyond a single page, and a hard reset did not resolve the issue; blood glucose was not affected, and a replacement device was arranged with instructions for shutdown, data sync to the mobile app, and return of the original device. Symptoms included no clinical effects. Outcomes included no impact on glycemic control and continued cgm use via the dexcom app or receiver. Investigation included customer troubleshooting and device replacement logistics. Investigation of this device revealed a suspected touchscreen/display malfunction consistent with a device hardware failure affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the display/touch interface.